Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. In addition, the catheter met specifications during temperature testing, occlusion testing, and leak testing. Log file analysis indicated that optical fibers 1-3 met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a paroxysmal atrial fibrillation ablation procedure for a redo pulmonary vein isolation, when the roof line ablation to terminate a flutter was completed in the left atrium , the patient became hypotensive and a pericardial effusion was diagnosed via intracardiac echocardiogram. A pericardial xiphoid tap was conducted and the patient was stabilized. The procedure was then proceeded with and completed successfully. The physician believed the ablation catheter most likely caused a perforation when ablating. There were no performance issues with the abbott device.